Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that this was an arteriotomy closure of a calcified right common femoral artery using a starclose device with a small-bore sheath. It should be noted that the starclose instructions for use (IFU) states: do not deploy the clip in areas of calcified plaque. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute mechanical jam with the thumb advancer may include, but not limited to, flex-guide not held in alignment with body of device and the angle of tissue tract prior to and during depression, device angle changed prior to thumb advancer stroke completion. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation: updated from yes to no.

Manufacturer narrative:
Analysis was performed on the returned device. The reported ¿it was not possible to completely advance the thumb advancer¿ was confirmed based on the returned device condition. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that this was an arteriotomy closure of a calcified right common femoral artery using a starclose device with a small-bore sheath. It should be noted that the starclose instructions for use (IFU), states: do not deploy the clip in areas of calcified plaque. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The observed evidence of damage to the flex-guide (carving) and garage leaves indicates there was device angle changed during thumb advancer/slider stroke such that garage leaves interacted with flex-guide and sheath. This subsequently contributed to the reported resistance encountered while deploying the thumb advancer and observed damages to the vessel locator wings. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation: updated from no to yes. H6 - type of investigation: code 4115 was removed and code 10 was added. H6 - investigation findings: code 3221 was removed and code 114 was added. H6 - investigation conclusions: code 4315 was removed and code 4311 was added.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using a starclose device with a small-bore sheath. Reportedly, it was not possible to completely advance the thumb advancer. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 - medical device problem code 1494: patient selection.